Manufacturer narrative:
Additional information was provided and is available in: section a patient information section b4 (event description) section d1 (brand name) section d4 (model, catalog) section d11 (concomitant medical products) section g4 (date received by the manufacturer) section h6 (evaluation codes) the implant date was corrected per additional information received. Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused right leg deep vein thrombosis (dvt), blood clots, clotting and/ or occlusion of the inferior vena cava (ivc), pain and swelling in both legs. According to the medical records, the patient was admitted from an outside facility with an intracranial bleed of the left frontal lobe approximately 11 days prior to implant. The patient had a history of hypertension and was not taking the antihypertensive medications. For several weeks prior the patient was experiencing increasing headaches, and nausea and vomiting in addition to dyspnea on exertion and chest pain. The patient was also anemic and received 2 units of blood. A magnetic resonance imaging of the brain revealed hemorrhage in the bilateral third and fourth ventricles, there were no focal deficits as a result of the bleed. The patient was noted to have swelling of the left lower extremity, an ultrasound confirmed thrombosis of the left lesser saphenous vein. Two days later the ultrasound was repeated and revealed deep vein thrombosis of the left popliteal vein. Although the initial information indicated that a trapease filter was implanted, the patient¿s implant records state an optease ivc filter was placed via the right common femoral vein and deployed below the renal veins. The patient tolerated the procedure well and was discharged home 2 days later. The patient reported that after having the filter implanted, they experienced a blood clot in the leg and have been on blood thinners, occurrence approximately four years post implant. The patient also reports pain and swelling in both legs and having to wear embolism stockings and stay on blood thinners. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the inferior vena cava do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain or discomfort of the affected extremity. The optease vena cava filter is not indicated for use in the prevention of deep vein thrombosis. Leg pain and swelling do not represent a device malfunction and may be related to underlying patient specific issues, specifically a history of dvt. With the limited information available for review it is not possible to draw a clinical conclusion between the device and the reported events. There is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: right leg deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the medical records, the patient was admitted from an outside facility with an intracranial bleed approximately 11 days prior to implant. The patient had a history of hypertension. A computed tomography (CT) scan of the head revealed a right frontal lobe bleed, the patient had been off the antihypertensive medications. Prior to the hospitalization the patient was experiencing increasing headaches for several weeks, and nausea and vomiting in addition to dyspnea on exertion and chest pain. The patient was also anemic and received 2 units of blood. A magnetic resonance imaging of the brain revealed hemorrhage in the bilateral third and fourth ventricles, there were no focal deficits as a result of the bleed. The patient was noted to have swelling of the left lower extremity, an ultrasound confirmed thrombosis of the left lesser saphenous vein. Two days later the ultrasound was repeated and revealed deep vein thrombosis of the left popliteal vein. Although the initial legal brief states a trapease filter was implanted, the patient¿s implant records state an optease ivc filter was placed via the right common femoral vein and deployed below the renal veins. The patient tolerated the procedure well and was discharged home 2 days later. According to the patient profile form the patient has experienced blood clots, clotting and/ or occlusion of the inferior vena cava (ivc). The patient reported that after having the filter implanted, they experienced a blood clot in the leg and have been on blood thinners, occurrence approximately four years post implant. The patient also reports pain and swelling in both legs and having to wear embolism stockings and stay on blood thinners.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient developed a right leg deep vein thrombosis (dvt). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: right leg deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: right leg deep vein thrombosis (dvt). As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. According to the medical records, the patient was admitted from an outside facility with an intracranial bleed approximately eleven days prior to implant. The patient had a history of hypertension. A computed tomography (CT) scan of the head revealed a right frontal lobe bleed, the patient had been off the antihypertensive medications. Prior to the hospitalization the patient was experiencing increasing headaches for several weeks, and nausea and vomiting in addition to dyspnea on exertion and chest pain. The patient was also anemic and received two units of blood. A magnetic resonance imaging of the brain revealed hemorrhage in the bilateral third and fourth ventricles, there were no focal deficits as a result of the bleed. The patient was noted to have swelling of the left lower extremity, an ultrasound confirmed thrombosis of the left lesser saphenous vein. Two days later the ultrasound was repeated and revealed deep vein thrombosis of the left popliteal vein. Although the initial legal brief states a trapease filter was implanted, the patient¿s implant records state an optease ivc filter was placed via the right common femoral vein and deployed below the renal veins. The patient tolerated the procedure well and was discharged home 2 days later. According to the patient profile form the patient has experienced blood clots, clotting and/ or occlusion of the inferior vena cava (ivc). The patient reported that after having the filter implanted, they experienced a blood clot in the leg and have been on blood thinners, occurrence approximately four years post implant. The patient also reports pain and swelling in both legs and having to wear embolism stockings and stay on blood thinners. According to the information received in the amended patient profile form (ppf), the patient became aware of the reported events approximately thirteen years and six months post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, blood clots, clotting and or occlusion of the ivc and device unable to be retrieved; however, there have been no documented attempts to remove the filter. Additionally, in the fourth year after having the filter implanted, the patient started experiencing leg pain. The leg was warm to the touch and the patient felt a knot or lump. A doppler test administered at the hospital discovered a blood clot, for which the patient was prescribed blood thinners. The patient continues to experience swelling and pain in both legs and wears embolism stockings and will remain on lifetime blood thinner therapy. The patient also reports suffering from psychological injuries or mental anguish related to the filter.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, history includes an acute intracranial bleed approximately (11 days prior), anemia and hypertension. A CT scan revealed a right frontal lobe bleed. An MRI of the brain revealed hemorrhage in the bilateral third and fourth ventricles. Ultrasounds confirmed thrombosis of the left lesser saphenous vein and left popliteal vein. Although a trapease filter implant was reported, the implant records state it was an optease. The filter was deployed below the renal veins. The patient tolerated the procedure well and was discharged home 2 days later. The filter subsequently malfunctioned and caused injury and damages including, but not limited to right leg deep vein thrombosis (dvt). Per the patient profile form (ppf), the patient reports blood clots, clotting and/ or occlusion of the inferior vena cava (ivc), perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, and blood clot in the leg. The patient also reports pain and swelling in both legs and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The cordis inferior vena cava filters are indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears, perforation, and perforation of the struts into organs as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety, swelling of the legs and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.